Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose was 47 mg/dl. The customer's husband was out of town and call sheriff and they brought ambulance crew. The customer was treated by the ambulance with glucose cake frosting.